Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient was experiencing ineffective therapy on their left side due to high impedances. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. During the procedure, a break was observed on another manufacturer's anchor. Effective therapy was established post-operatively.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned penta lead found damaged and all internal wires were broken 10.0cm from stim end of the lead channel 9-16. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.